Event description:
Customer ((B)(6) regional medical center) complained that power cord plug-in on unit pulled out of unit. The unit was not in use at the time of discovery. No injury occurred and no patient was involved. Device has malfunctioned and the device or a similar device marketed by the manufacturer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Unit failed initial electrical safety testing. The iec connector was pulled out of its receptacle and missing. It appeared to have been physically pulled out of the enclosure. After replacing the units grounding tested good with only .6 ohms from frame to plug. Continued to test the unit and the unit passed all the tests. Conclusion: the units iec connector failed to remain intact. It looked to have been forcefully pulled out. If the ground connector made contact with one of the power wires it would present a fire hazard. It will be replaced before returning to the customer.